Event description:
Lawsuit alleged the patient 'suffered physical and other injury as a result of the recalled lead'. It further alleged that the patient 'has suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed.' The patient 'has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages' and ' has suffered physical injuries and various physical manifestations of emotional distress. An allegation from an attorney indicated the patient is deceased and further noted "death associated with explant."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the (B)(4) leads. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. Additional information obtained indicates this patient is not deceased as previously determined and reported to the regulatory body on xxmonthxx. Additionally, no complications have been reported with the explant. Consequently a correction supplemental medwatch report is being submitted to advise this death report was inadvertently file and should be disregarded (redacted), as this patient is not deceased. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient is deceased and further noted "death associated with explant."